Manufacturer narrative:
Upon evaluation of the returned device, it was noted that the incision knife was broken. The broken knife was also blackened and discolored. The broken part of the knife was charred black with discharge marks and part of the knife was melted and deformed. There were no other abnormalities that could lead to the events you mentioned. The device history record was reviewed and no abnormalities were found. A labeling review was conducted, and includes the following warnings: - in rare cases, depending on the conditions of use, the tip and electrode may chip or fall off, or the incision knife may be deformed or broken, such as when the rf ablation power supply is used in coagulation mode, when the output setting is high, when the energization time is long, or when the contact length between the tissue and incision knife is short. Always check for any abnormality in the tip during use. If the tip or electrode is found to be chipped or detached, or the incision knife is broken, immediately stop using the knife and use a spare hf knife. Use of an abnormal hf knife may lead to perforation or major bleeding. In addition, the dislodged tip, electrode, and incision knife should be retrieved using grasping forceps or the like. - any mucus or other liquid adhering to the electrode, incision knife, tubing, or tissue in the body cavity should be aspirated. If the incision knife is energized without aspirating the mucus or other liquid, it may cause perforation, major bleeding, damage to the mucous membrane, or burns to tissue that is not the target of the incision. In addition, if the electrode and incision knife are energized while floating above the tissue to be incised without aspirating liquid such as mucus, electrical discharge is likely to occur, which may result in the tip chipping or falling off, or deformation or rupture of the incision knife. - do not set the output setting of the high-frequency ablation power supply unit higher than necessary or extremely low. Also, do not lengthen or shorten the energizing time longer than necessary. Excessive or inadequate energization may result in perforation, severe bleeding, mucous membrane damage, or burns to tissue that is not the target of the incision. The output setting and energizing time should be set appropriately according to the condition of the tissue to be incised. In addition, use of high voltage waveforms increases the likelihood of tip chipping or falling off and deformation or breakage of the incision knife. Use high voltage waveforms only to the minimum necessary. - the strength of voltage for each waveform of the high-frequency ablation power supply is as follows. Incision wave/soft coagulation wave < mixed wave < coagulation wave < spray coagulation wave*1 (apc mode, etc.) *1: spray coagulation cannot be used with this product. - do not use excessive force to remove tissue adhering to the tip. Also, do not remove adhered tissues by abrupt or continuous thrusting or storing of the incision knife. Rubbing strongly with tweezers, or attempting to remove adhered tissue by rapidly or continuously pushing the incision knife out or storing it may cause excessive stress on the tip, which may result in the tip chipping or falling off, or deformation or rupture of the incision knife. - do not force insertion, insertion with the incision knife protruding, or rapid insertion. There is a risk of sudden protrusion from the tip of the endoscope, leading to mucous membrane damage, bleeding, etc. If insertion is difficult due to high resistance, return the angle of the endoscope to a point where it can be inserted without difficulty. Forcing insertion while the endoscope angle is greatly curved may cause excessive load on the tip, which may result in cracking of the tip or other product damage. The cause of the knife break could not be determined. It was likely that the event was caused by the breakage of the incision knife due to electrical discharge. The breakage of the incision knife is assumed to have occurred by the following mechanism. (1) discharge occurred due to the following factors during tissue incision. (1) the following factors caused the discharge during tissue incision: - long energization time the length of contact between the tissue and the incision knife was too short. (2) high heat was locally applied to the incision knife due to the discharge, resulting in a decrease in the strength of the incision knife (thinning). (3) the incision knife with reduced strength was subjected to load during tissue incision and broke. However, the cause of the occurrence could not be identified. Olympus will continue to monitor field performance for this device. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed.

Event description:
A company representative reported on behalf of a customer that while using the single use electrosurgical knife, during an endoscopic submucosal dissection procedure, the knife part broke from the base and fell into the patient's body at the beginning of the procedure. The output setting was stated to be end cut I / swift coag 5.0. "Shedding" occurred in the gastrointestinal tract and the device was collected. The procedure was completed after replacing with another knife, and no health damage occurred.